Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and inappropriate shocks due to lead dislodgement. The lead was explanted and replaced.